Manufacturer narrative:
(B)(4) was returned for evaluation. (B)(4) was not returned for evaluation and remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. Review of the manufacturing documentation confirmed that the driveline met all requirements prior to release. The reported event was confirmed by log file analysis which revealed 4 electrical fault alarms of type sys_front_phase_b_open, indicating an open wire on the front stator of the pump. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing, but failed visual examination due to foreign material found on the controller connector. Onsite visual inspection found foreign material in the driveline connector. A driveline cleaning procedure was performed to mitigate the reported electrical fault alarms. The alarms were resolved with the procedure. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated an internal investigation, to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Additional system component being reported for this event: controller: (B)(4) - expiration date: 08-31-20216 manufacturer date 08-31-2015, product returned on 07-05-2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Based on the results of the internal investigation (CAPA), (B)(4) and per management directive, no additional investigation of this event is required at this time. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. CAPA has identified the issue to be a design deficiency therefore no device history record is required. Per management directive and (B)(4), this/these devices is/are now considered to be reportable to all competent authorities per event location". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported by the perfusionist that controller shows electrical fault. Logfiles analyzed which indicated 4 electrical fault alarms indicating front phase b open. Controller was exchanged and a cleaning procedure performed (B)(4). Patient in a good condition and stable in ICU (intensive care unit). No additional information provided.